Manufacturer narrative:
Pump was found to power on as intended, and the issue of fluctuating flow rate was not witnessed. Pump was found to have a flow rate accuracy of -4.76% which is within the +/-5% flow rate specification. The reported issues were not confirmed.

Event description:
The customer reported flow rate issue and power issue with the device. "The pump just flashed and changed the rate in 2 seconds, and then completely wiped it to zero." "It beeps when off. Turns itself off then on again and changes the rates on its own." No patient was involved in this case.